Event description:
The customer reported a pad site burn occurred to a patient during a shoulder arthroscopy with decompression. The procedure was on the patient's right shoulder and the pad was placed under the right breast on the patient's abdomen. The burn seemed to occur around the pad near the adhesive area and not the gel area. The site has not provided any information regarding degree of burn or type of treatment provided.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.